Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported patient had initial procedure in 2016. Patient had enhancement on (B)(6) 2017 and developed inferior corneal abrasion in left eye. A bandage contact lens (bcl) was placed in the left eye but then it was decided to be removed to start gel drops every hour. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints of photosensitivity and burning. Patient also complained of being uncomfortable starting 11/21/2017. Patient reported symptoms are not interfering with daily activities.  Bcva from (B)(4) 2016: right eye pre-op 20/20 .50 x .00 x 90, left eye pre-op 20/20 1.00 x -.25 x 88. Bcva from (B)(6) 2016: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
It was reported that the account had provided an incorrect sn of the system. The correct sn is 0508-60150. As a result the following fields are being corrected: model number: 20005d, (B)(4), manufacturing date: 5/31/2008. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.